Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor appeared to exhibit noise. The patient reported pressure in the chest, dizziness and difficulty breathing at that moment. The device remains in use and no patient complications have been reported as a result of this event.